Event description:
Information was received that this epicardial lead was not capturing. There was no visible dislodgement via fluoro. The physician chose to try to access the cs but was no successful. The patient was unharmed during this procedure. The lead was capped.